Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vaso view hemopro broke in half and fell into the patient's leg while performing branch ligation. The piece was retrieved through the original incision. The dissection tip used to create the tunnel and distal insufflation was being used. The vessel was being extracted from the upper leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).